Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery turned off spontaneously after battery replacement. It was noted that impedances were high at 4000 ohms, but had normal values at occasions around 1000 ohms. High impedances were only a problem at the left electrode. It was noted that a revision was planned but a date was not set. It was further reported that the patient got increasing parkinson¿s symptoms after battery replacement. When the device was checked, the stimulation was turned off. It was unknown if the stimulator turned off spontaneously or if the patient accidentally turned it off. It was noted that the device was still implanted and working. The reporter noted that the impedances were right under 4000 ohms but not over and on other occasions had normal impedances around 1100 ohms. It was noted that the battery replacement was planned due to low battery capacity. It was further noted that the patient had a surgery planned for (B)(6) 2013.

Event description:
Follow up information reported that the adaptor component was changed. It was noted that it was too early to assess anything about the clinical response. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7428, lot# unknown. Product type: implantable neurostimulator: product ID neu_unknown_ext, lot# unknown. Product type: extension product ID neu_unknown_ext, lot# unknown. Product type: extension: product ID neu_unknown_lead, lot# unknown. Product type: lead: product ID neu_unknown_lead, lot# unknown. Product type: lead: product ID 74001. Product type: adapter. (B)(4).